Event description:
It was reported that during an implant attempt, the implantable pacing lead displayed high pacing thresholds. The lead was replaced and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Electrical resistance and cross continuity test results were within specification. No anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.